Manufacturer narrative:
The insulin pump functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump was received with a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer stated she was running and had the device with keypad facing her body in her running shorts. Customer's blood glucose was 48 mg/dl, ate lunch. The alarm would not clear so customer was advised to remover battery. No further information reported.